Event description:
Same case as MFR# 2134265-2008-04737. It was reported that during a renal angioplasty procedure, a vessel perforation occurred. The eccentric lesion was located in the right renal artery. The 7 x 2 x 90 mm cutting balloon (otw) was inflated within the 7 x 19 x 90 mm express sd stent and a vessel perforation occurred. An unspecified balloon was inflated, which stopped the bleeding. No further complications were reported. The pt's condition was reported as "stable". Add'l info has been requested.

Manufacturer narrative:
The complainant indicated the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the prod family to be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.